Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. A replacement procedure was planned for october. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. A replacement procedure was planned for october. No adverse patient effects were reported. The device remains implanted and in service.